Manufacturer narrative:
A device history record (DHR) review could not be performed as the lot number is unknown. One biopsy needle was returned for evaluation. During functional testing the cannula fired automatically while priming the stylet. Therefore, the investigation is confirmed for cannula self-activation. However, the investigation will remain inconclusive for the alleged priming issue as functional testing could not be completed due to the identified failure. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event.

Event description:
It was reported that during a biopsy procedure, the device allegedly failed to prime. There was no reported patient injury.